Manufacturer narrative:
Date of event: (B)(6) 2016. Additional suspect medical device components involved in the event: model#: sc-2108-50m serial #:(B)(4) description: scs lead kit, phase 2 sterile package the explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pocket pain. It was noted that the patient had gained weight. The physician was not sure what was causing the pocket pain but weight changes might have something to do with it. The patient underwent an explant procedure. No device malfunction was suspected.